Event description:
Philips received a complaint by the customer on the v60 indicating that the device had an automatic start-up. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. It is recommended to check the power module. Investigation is ongoing.

Manufacturer narrative:
H10: the pse replaced the power switch overlay to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.